Event description:
The customer reported that the unit was locking up when the charge button was pushed.

Manufacturer narrative:
The factory has not yet rec'd the device for evaluation, and this complaint is still under investigation.